Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 1277.6 mcg/day via an implantable pump for intractable spasticity. It was initially reported that they are having trouble interrogating the pump and that it was likely due to the weight the patient has gained around her abdominal region. It was indicated that the patient had gained approximately 50 pounds in less than six months and the patient was refusing to allow them to weigh her. Since the recent weight gain, they were also having trouble accessing the pumpduring fills. The hcp was requesting troubleshooting advice since they could not read the pump. At the time of the report, the hcp got it to interrogate. At the time of the report labeling for implant depth was reviewed, and it was being considered that they may have to push down when interrogating to get close enough to the pump. Additional information was later received from a healthcare provider on 2020-aug-07. The patient¿s weight was approximately (B)(6). Physical exam and x-ray revealed that the pump had flipped. They could not interrogate the pump and could not access the pump to refill. The patient returned on (B)(6) 2020 and they could not interrogate. They were able to rotate the pump, but it would not stay in place. It was noted that weight had contributed but was not the sole reason the pump could not be refilled. The issue required a surgical procedure. The pump and catheter were intact. The pump was secured with additional sutures and some adipose tissue was removed. They were able to interrogate after the procedure. The pump was refilled appropriately. Regarding the status of the device, it was indicated as having remained in place. No patient symptom was reported. No further patient complications have been reported as a result of this event.